Event description:
It was reported that patient experienced ineffective therapy due to migration of both leads. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of lead migration was reported to abbott. In an update it was reported surgery took place on (B)(6) 2025, where both leads and ipg were replaced. The ipg was replaced due to discomfort at the ipg pocket site (reference manufacturer report number: 3006705815-2025-05768). Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the lead was replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The event of lead migration was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.